Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump indicated "replace battery to silence alarm." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the pump black box and alarm history showed a cs088 alarm on (B)(6) 2018. The returned battery cap was able to fit securely to the pump to maintain electrical connection. During investigation, the ez-prime steps were performed correctly with no cs088 alarm or other warning occurring. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.